Manufacturer narrative:
Patient identifier and weight not provided. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). From a follow up communication livanova (B)(4) learned that the patient is being treated, however, no more information was released in regards to the patient. Regarding the heater cooler system 3t it was stated that the device did not undergo further testing. A tracking of the reported serial number reveiled an already existing complaint in regards of microbiological contamination (9611109-2016-00881). The investigation regarding this complaint reveiled that the heater cooler system 3t was used inside of the operation theatre, has been cleaned per instruction for use and that it has been tested positive for mycobacterium gordonae. Therefore the reported mycobacterium chimeare infection cannot be traced to the related heater-cooler system 3t and the issue cannot be confirmed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device not returned.

Event description:
On (B)(6) 2018, livanova (B)(4) received a user medwatch report ((B)(4)) which indicated that a patient had cultures positive for non-tuberculous mycobacterium growing from his sternal incision site. The germ was identified to be mycobacterium chimaera. It was reported furthermore that the patient underwent CABG about three years ago. The reporter stated that this issue is believed to be related to the use of heater cooler systems 3t during open chest procedures.